Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with complaints of pre-syncope. Upon interrogation, it was noted that there was noise on the right ventricular (rv) lead. The noise was reproducible by moving and touching the pacemaker pocket. There was no change noted in threshold or impedance. Patient was pacemaker dependent so therefore no r-waves to measure. Device was reprogrammed for the time being. The lead was then capped and replaced on (B)(6) 2019. No insulation breach was observed. Patient was stable pre, during and post lead replacement.